Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display was noted. The insulin pump was received with a cracked battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin turned off without warning and the reservoir connection was broken. Customer's blood glucose was not known. The customer agreed to return the device for analysis.